Event description:
It was reported that the intra-aortic balloon (iab) was not able to pass through the sheath, the staff tried for larger size 9fr sheath and there was no change. As a result, a new iab was used. There was no report of patient complications.

Manufacturer narrative:
Qn# (B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint of catheter stuck in sheath is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. Additionally, it was noted from the complaint report that the user attempted to use different sheaths other than the sheaths supplied in the iabc kit, which can indicate that the user did not follow the instructions for use (IFU) and the iabc may get stuck in sheath or cause vascular damage. As a result, an in-service for the customer has been requested to reiterate the IFU and the importance of the sheath selection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00357 (tc 1900080346) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was not able to pass through the sheath, the staff tried for larger size 9fr sheath and there was no change. As a result, a new iab was used. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon was not able to pass through the sheath" is not able to be confirmed. The sheath in question was not returned for investigation. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the instructions for use (IFU) and can result in damage to the iabc. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00357 ((B)(4)) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00357 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was not able to pass through the sheath, the staff tried for larger size 9fr sheath and there was no change. As a result, a new iab was used. There was no report of patient complications.